Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, one colorless, rubber-like particle was found inside the head area. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unknown particulate was observed in the header cap of a polyflux 14l set during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.